Event description:
Report received from the USA stating "damaged bearings." The event occurred during an operation. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The device was repaired and returned to the user. If additional information is received, a supplemental report will be sent.